Event description:
A customer contacted beckman coulter inc. (Bci) in regards to elevated accutnl result above the acute myocardial infarction (ami) cutoff for one patient generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and lower result within the normal reference range was obtained. The elevated result was not reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse (pdn) on (B)(6) 2010, who stated there was no patient injury or medical intervention associated with the event. The pdn stated the patient was fine and has been spoken to with regards to following proper procedure. The pdn advised the patient would have discarded the sample after use and the patient finished the box of supplies with no further issues.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during drain 2 of 6. The caregiver stated the home patient (hp) disconnected from the patient line during therapy. When the hc alarmed, the hp reconnected, but therapy was not restarted. The hp would continue therapy the next day and they were advised to contact the registered nurse as soon as possible. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 2 of 6 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Pt was revised to address acetabular loosening.